Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a threshold suspend alarm on the insulin pump. It was noted that the customer's blood glucose reading was 84 mg/dl and the sensor was reading 57 mg/dl. No further information reported.